Event description:
It was observed during device evaluation that the endoeye deflectable videoscope had noise in the image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found image noise and intermittent image occurred due to damage to the charged coupled device unit, the adhesive on the bending section cover was chipped, the bending section could not be fixed firmly due to the damage on the forceps evaluator lever, and the video connector and video connector case was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, may have caused the event to occur. However, a definitive root cause could not be determined. It was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.